Event description:
It was reported that a patient underwent an obturator sling procedure on an unknown date. The patient experienced mesh exposure through the vaginal mucosa. The mesh remains implanted. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.